Event description:
The subject coil was returned for analysis and it was discovered that the subject coil was prematurely detached/separated during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was not returned. The main coil was found slightly kinked/bent. The main coil was returned prematurely detached/separated. During a functional inspection, the reported main coil stretched was not confirmed during visual inspection. The reported coil in catheter friction and coil introducer sheath friction could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that it was reported that the subject coil encountered resistance in the introducer sheath and the shaft of the microcatheter. Additional information provided by the customer indicated that there was friction while the coil was advancing the introducer sheath. When advancing the coil, operator proceeded slowly and carefully without excessive force. Friction was encountered at the hub of the catheter. The tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter. The distal part of the coil was stretched. The device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. During analysis, the main coil was found to be kinked slightly. The main coil was returned prematurely detached/separated and the coil delivery wire was not returned. The reported 'main coil stretched' was not confirmed during visual inspection, hence an assignable cause of not confirmed will be assigned. An assignable cause of procedural factors will be assigned to as reported 'coil in catheter friction' and 'coil introducer sheath friction' and as analyzed 'main coil kinked/bent' and 'main coil prematurely detached/separated during use' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.